Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a pt had rec'd sedation and peribulbar block in preparation for surgery. At the same time the system was being set up and tested. The system displayed several system messages and became unresponsive to commands. The system was exchanged and the surgery was completed after a delay of 30 minutes. There was no harm to the pt reported.